Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced issue with an insulin flow blocked alarm, and the battery life of the insulin pump was shorter than expected. The customer reported no adverse event. The event involved product(s) mmt-1805. Troubleshooting was not performed as the customer was reporting past event of insulin flow block alarm, and the issue was resolved by changing the infusion set. The customer called back within 1 week of troubleshooting low battery/short battery life with same issue. Customer was using aa lithium battery as recommended. No harm requiring medical intervention was reported. Mmt-1805 was requested, and customer response was the device will be returned.

Manufacturer narrative:
Unit passed the active current test, sleep current test, self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing, and p-cap locks properly into the reservoir compartment. Unit successfully downloaded to thump. No insulin flow blocked alarm found in pump downloaded history during event date or two days prior. The power management graph confirmed the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. Battery cycle 12.0 received the low battery alert (104) on (B)(6) 2025 09:04:00 after more than 7 days at 14.06 days. Battery cycle 11.0 received the lowbatteryalert (104) on (B)(6) 2025 07:42:00 after more than 7 days at 13.97 days. Battery cycle 9.0 received the low battery alert (104) on (B)(6) 2025 09:04:00 after more than 7 days at 13.17 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Pump was cut to perform visual inspection and found evidence of no physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, scratched case and label damage (faded serial number label and faded end cap address label). No delivery/occlusion alarm, unexpected insulin flow blocked alarm was not confirmed. Charge/battery lasts less than expected was not confirmed. Cosmetic damages were noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.